Manufacturer narrative:
Customer collected a single venipuncture edta tube from the patient. One aliquot was used to run the leadcare ii test, which gave a result of "low". The second aliquot was sent out for external lab testing for lead, and the result came back as 12ug/dl. Troubleshooting was conducted, and (B)(4) provided the site with blood lead level reference samples of known values. The site operator failed to obtain the expected results with the reference samples using leadcare ii . At that time, it was determined that the operator who ran the original and reference samples on leadcare ii required remedial training on running the test. Following the training, retesting generated acceptable results. Late filing is part of (B)(4).

Event description:
Venipuncture collection, an aliquot of one sample run on leadcare ii analyzer gave a result of "low" (below limit of detection). A second aliquot of the same was sent to an external commercial lab which reported a result of 12 ug/dl. The incorrect false suppression of blood lead crosses the medical decision threshold of 5 ug/dl for blood lead management. No reported injury or harm to patient. Tests were conducted on or about (B)(6) 2015.